Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 07aug2019. Technical support provided recommended part replacement. Customer stated that the unit is repaired and in service. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
Customer reported that the bracket used to keep the patient circuit is broken. The customer reported the device was in clinical use at the time of the event, however, there was no patient or user harm reported.